Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. Sometimes the buttons would not respond when the customer tried delivering a bolus and they would be unable to go to the next screen. The customer's blood glucose was 118 mg/dl. The discontinuation of the device was advised. Nothing further was reported.